Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) batteries failed the pm run test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge service territory manager (stm) evaluated the unit, and replaced the batteries which has failed the runtime test. The stm then completed unit checkout and checklist, and the unit passed all functional testing. The unit was then returned to the customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.